Manufacturer narrative:
Product event summary: the data files containing an image was returned and analyzed. The image showed air ingress in the stop cock tube. In conclusion, the reported air ingress was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during assembly of the 4fc12 sheath for a cardiac ablation procedure, the dilator and sheath could not be locked smoothly. After the surgeon forcefully tightened the device and placed it into the patient, a poor seal was observed, resulting in blood seepage. The device was subsequently removed, and upon opening the inner sheath, stripping was found at the locking point. The no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.